Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of escherichia coli as salmonella enterica when using phoenix panel nmic/ID-307 (449289) batch number 3059859. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show s. Enterica identifications when using the complaint batch. To investigate, one retention panel from complaint batch 3059859 was tested using qc isolate escherichia coli a25922 on a phoenix m50 machine and evaluated for identification results. Next, one retention panel each from complaint batch 3059859 was tested using in house isolates e. Coli 18540,18541, and 18542 on a phoenix m50 machine and evaluated for identification results. All four panels identified their isolates as e. Coli, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch, one of which is related to this defect but unconfirmed. Complaint trending was performed and no trends were identified associated with this defect. H3 other text : see h.10.

Event description:
It was reported that while using panel phoenix nmic/ID-307, e. Coli is misidentified as salmonella enterica on one panel. No patient impact reported. The following information was provided by the initial reporter: "customer reports that e. Coli is misidentifying as salmonella enterica. Customer determined this was a mis-ID because their pcr testing showed an ID of e. Coli and bruker maldi showed and ID of e. Coli. Culture purity was confirmed. Ap used for setup - s/n (B)(6). 0.5 mcf density used. Phoenix software version 2.70.0.0. Pud version v7.21a. Epicenter version 4.00a. No results have been reported. Only 1 panel lot affected.".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using panel phoenix nmic/ID-307, e. Coli is misidentified as salmonella enterica on one panel. No patient impact reported. The following information was provided by the initial reporter: "customer reports that e. Coli is misidentifying as salmonella enterica. Customer determined this was a mis-ID because their pcr testing showed an ID of e. Coli and (B)(6) showed and ID of e. Coli. Culture purity was confirmed. Ap used for setup - s/n (B)(6). 0.5 mcf density used. Phoenix software version 2.70.0.0. Pud version v7.21a. Epicenter version 4.00a. No results have been reported. Only 1 panel lot affected."